Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, 1258t lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing chest pain. It was noted that the right atrial (ra) lead and right ventricular (rv) lead appears to be oversensing on atrial tachycardia/atrial fibrillation (at/af) and high-ratenon-sustained episodes. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) could be experiencing electromagnetic interference and there is a possibility that the rv lead had t-wave oversensing (twos). The device and leads remain in use. No further patient complications have been reported as a result of this event.